Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime and compromised forced sensor test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error but was able to clear it. The customer¿s blood glucose level was 237mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis.